Manufacturer narrative:
The event date is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's ipg was no longer stationary in the pocket. In turn, the patient experienced pain/uncomfortable sensation at the pocket site. As a result, the patient's ipg pocket was revised via surgical intervention on (B)(6) 2020 and addressed the patient's issue.